Event description:
Rptr complained of fatigue, sleeplessness, stiffness, musculoskeletal pain, raynaud's, decreased stamina, dry eyes and mouth, numbness and tingling in fingers. Increased lymph nodes in arm pits and neck, personality changes, she is irritable and moody, occasionally depressed, had memory problems, atypical connective tissue disease/rheumatic syndrome/non-specitic autoimmune condition, capsular contractures, headaches, nervousness, breast tenderness, muscle fatigue, swelling of hands and fingers, cold feet and hands, visible implant wrinkles, weight gain, can't hold arms over head and chest and shoulder pain. (Also see 1003567, 1003569)